Manufacturer narrative:
Device is a combination product. A promus element mr ous 3.50 x 16 mm stent delivery system was returned for analysis. A visual examination identified damage to the mid- section of the stent as the stent struts were lifted. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent outer diameter was measured and the result within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28aug2019. It was reported that crossing difficulties were encountered. The 95% stenosed, 3.5x14mm target lesion was located in the calcified left circumflex artery. Following pre-dilatation with a balloon, a 3.50x16mm promus element drug-eluting stent was advanced but failed to cross the lesion and it was noted that the front end of the stent struts were lifted. Another 3.50x16mm promus element drug-eluting stent was advanced but it also failed to cross the lesion. The procedure was completed with a 3.5x15mm non-bsc device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.